Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced stimulation in the shoulder area. It was noted that the right atrial lead capture threshold was high, pacing lead impedance was high and failure to sense p waves was observed on the right atrial lead. The atrial lead was capped (B)(6) 2021 and replaced. The patient was stable.